Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: user error. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, customer filled the cartridge with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, a new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 115 mg/dl.